Event description:
It was reported that stent damage occurred. The 99% stenosed target lesion was located in the moderately calcified and moderately tortuous left anterior descending artery. A 2.25x32mm promus element plus stent was advanced but was unable to cross the lesion. When the device was removed from the patient, the stent was noticed to be lifted. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).